Event description:
It was reported the patient no longer had stimulation. The patient's ipg was unable to communicate with her charger. A replacement charger was sent to the patient, and it was reported the replacement did not resolve the issue. Attempts to determine the status of the issue have been unsuccessful.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.